Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed. Patient had no adverse effects. Sample is not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.